Event description:
Boston scientific received information that two days post-implant, this left ventricular (lv) lead had dislodged. Pacing threshold measurements had increased, r-wave measurements had decreased, and an x-ray showed that the lead had migrated. The pacing configuration was changed and the sensitivity was reprogrammed to mitigate the lead movement. No adverse patient effects were reported.

Manufacturer narrative:
The lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.